Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. The result of the investigation is confirmed for the reported material bent and kink issues. There was a kink noted on the transition outer and there were 5 bends noted along the length of the hypotube. There was also an area of bunching on the inner and two bunched areas on the balloon. Neither the kink and bunching defects are un likely to be manufacturing related as a 100% visual inspection for catheter kinks and bunching defects is performed during catheter production. The root cause for the reported material deformation issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instructions for use for sleek pta rapid exchange (rx) dilatation catheter product family was reviewed the following sections are applicable: precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Directions for use: inspection and preparation: remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiry date: 10/2022). H11: h6 (method, result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the pta balloon allegedly kinked and bent. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during the procedure, the pta balloon allegedly kinked and bent. There was no reported patient injury.